Event description:
It was reported by the sales rep that during a total joint procedure, the doctor went to inject the cement; the cement oozed out of the side of the part where the nozzle connects to the cartridge. The scrub tech assures us that the nozzle was correctly screwed on. The case was completed. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
As of 08/25/2009, the product has not been returned for eval. No conclusion can be drawn.